Manufacturer narrative:
Insulin pump was received with broken force sensor was detected during seating or regular delivery alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with corroded battery tube, cracked battery tube, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of above 600 mg/dl. The customer's current blood glucose level was 755 mg/dl. The insulin pump alarmed a broken force sensor detected during seating or regular delivery. The customer was able to clear the alarm but unable to rewind the insulin pump. The customer declined the troubleshooting for high blood glucose levels. The device will be returned for analysis.